Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 87 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft is currently 17mm below the level of the lowest renal artery and this was attributed to enlargement of the aortic neck to 29 or 30 mm. The stent graft migration was successfully repaired with a 34 mm talent aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: (dilated aortic neck) (migration). Evaluation: conclusion: (dilated aortic neck). (Required secondary intervention).